Event description:
It was reported that high lead impedance was read two months after initial implant at follow-up visit. The patient was implanted in (B)(6) 2009 and the last known good diagnostics were from the time of implant and were 1,029 ohms and eos=10 years. No patient trauma or manipulation is known to the device according to the patient's mother, but the patient is normally very active. Furthermore, there are no signs of increase in seizures at the moment due to the high lead impedance, however, the patient's mother indicated the magnet is not aborting the patient's normal seizures and the patient does not have the normal voice alteration with stimulation when the magnet is used. X-rays were taken and evaluated by the treating physician who identified a break in the lead near the clavicle. The x-rays were sent to the manufacturer and evaluated. Review of the x-rays revealed the generator was placed in the left chest in normal orientation. The filter feed-thrus appeared to be intact. The lead wires appeared to be intact at the connector pin and the lead connector pin could not be assessed for full insertion into the generator connector block. The lead body was coiled in the upper generator area in the chest region, and there was a portion of the lead body located behind the generator that could not be visualized. The coiling of the lead is consistent with previous x-ray reviews for twiddler's syndrome. Furthermore, a discontinuity in the lead body was observed in the neck region near the electrode region and it appears to be the result of the coiling of the lead body. Additional information was received in the form of clinic notes indicating the patient experienced an increase in seizures in the month of february and interventions were to increase the patient's output current from 1.25 ma to 1.5 ma. Further information from the received notes indicated the patient had been manipulating the stimulator since implant although the incisions looked healthy. However, the physician stated that although lead impedance was not checked in february, he could hear the device stimulating the patient from the patient's voice alteration. It was until (B)(6) when the stimulation was not heard and lead impedance was high. Follow up with the treating physician revealed the patient's increase in seizures was not above pre-vns level and due to unk reason as the patient's generator was functioning properly at the time. At the moment, the patient has been scheduled for replacement. Further information was received from the surgeon's office indicating the patient underwent replacement surgery due to the high impedance. Good faith attempts to obtain the explanted product returned to the manufacturer have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.